Event description:
It was reported that the insulin pump had scratch on the screen and hard to read the screen. Customer blood glucose was 58 mg/dl. Customer stated needed help programming the pump. Customer stated the insulin pump had physical damage due to the pump was rubbed against the frame in the doorway. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump received with scratched liquid crystal display window and cracked case at the display window corner.